Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their quick sets. The customer states they had stopped working in the middle of the night. The customer states they had high blood glucose levels. The customer's blood glucose level at the time of incident was 360mg/dl. The customer's most current level was 278mg/dl. The customer states they treated with a bolus. The customer states the device had stopped working. The customer sates they felt like they were not receiving delivery and the device were not alarming. Troubleshot was conducted but not completed due to customer declining to finish.